Event description:
It was reported the insulin pump had a blank display. Customer does not know blood glucose. Customer was advised to disconnect from the device. Customer stated the device was scratched at the corners. The device was not dropped, bumped, or exposed to moisture. The battery compartment, batter cap, or springs were not missing damaged or corroded. Customer inserted a new battery and display returned. Customer was advised to monitor the device. Customer called back after receiving battery cap and stated issues continued. The act button was stuck. The device also turned off with out any alarms. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.